Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose reaching 260 mg/dl and remaining above 180 mg/dl for about one hour after a meal that was announced as a smaller amount; the user was unable to confirm with a fingerstick and replaced the 6 mm, 23 inch infusion set without noting abnormalities, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impact. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed no device alarms and no observed hardware issues, with the event temporally associated with meal dosing and potential underestimation of carbohydrate intake; the infusion set change did not reveal a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.